Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and confirmed the central processing unit (cpu) unexpectedly powers off. The cpu was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The cpu was returned to the manufacturer for evaluation, however, the results are not available at this time.

Event description:
A site biomed representative reported that while in a functional endoscopic sinus surgery (fess) procedure, the navigation system became unresponsive and had to be restarted. No additional information is available.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.